Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon inspecting the product prior to use and opening, the customer noticed that there was dirt on the hub/connector of the drain.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), hubless silicone flat drain. Visual inspection of the sample noted foreign material inside the packaging/on the blue connector. This does not meet specification which states that "package and bag assembly must be free from loose or embedded foreign matter greater than an aggregate total of 0.6 mm2 or 1/16" in length per tappi dirt estimation chart". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon inspecting the product prior to use and opening, the customer noticed that there was dirt on the hub/connector of the drain.